Manufacturer narrative:
Attempts have been made to obtain additional info. The sample is not available for investigation because it was discarded by the hosp. Upon completion of the no sample investigation, a supplemental report will be submitted.

Event description:
The needle did not retract when activation button was pushed and resulted in a needle stick injury.